Event description:
Overdelivery reported. The pump was reportedly programmed to infuse demerol 10 mg/ml, 30 mg/hr, 10 mg pca dose with a 10 minute pt lockout, container size of 75ml (750mg). The first two bags reportedly infused over 7 to 8 hours as expected. The third bag emptied after 5 hours, and the fourth bag had infused 50ml (550 mg) after 2 hours 50 minutes infusion time. The pt reportedly became somnolent, but had no respiratory distress. The pump was discontinued and the narcotic effects were allowed to wear off over time. No medical intervention was required. The pt is an rn, and the customer raised the possibility that she infused more medication on her own, though this cannot be verified. No adverse sequelae occurred. No further info is available.